Event description:
It was reported that the insulin pump had a crack and alarmed motor error a few months prior. The blood glucose reading was 243 mg/dl. The customer stated that the device had a crack above the sound button and another at the reservoir compartment. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4) . The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.